Event description:
A pt supported with left and right ventricular assist devices (bivad) was being transported when the nurse noticed that the left ventricular assist device (lvad) was not filling. The lvad was connected to the top drive module at that time. There was no effect on the pt. The pt was switched to a back up drive console. Initial examination was performed on the unit by the site biomedical engineer and the problem was traced to an integrated circuit (ic) eprom u14. The ic chip was found to be loose on the cpu board. The chip was reseated and the problem was corrected. Performance tests showed that the ddc functioned normally thereafter. The cause of the loose mounting of the ic chip is unknown. Since this is an isolated incident, no corrective action has been implemented. Thoratec plans to monitor and track for similar incidents.